Event description:
The customer stated that a patient had discrepant results for the architect ca19-9xr assay while tested using different reagent lots. A result of 2864 (unit of measure was not provided) was generated with lot 25422m500 which was reported out and the patient was hospitalized due to the high result. While in the hospital, a second sample from the patient was tested and a result of 2802 was generated using reagent lot 25422m500 and a result of 659 was generated using reagent lot 30041m500. The first sample was then retested with reagent lot 28176m500 and a result of 3034 was generated. A third sample was then obtained from the patient and tested with reagent lot 30041m500 and a result of 638 was generated. Two samples from this patient generated results within the normal range (< 27) when tested with non-abbott methods (roche and dxi). No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was completed in order to investigate this issue. Review of ticket trending did not identify atypical complaint activity related to falsely elevated results. The lot searches did not identify atypical complaint activity related to the issue. Accuracy testing was completed using retained kits of reagent lot 30041m500. Acceptance criteria were met, which indicates acceptable product performance. Lot 25422m500 expired in april. An analysis utilizing field data was completed to determine if the median patient values have shifted over time. The analysis showed that the median value has not changed over time and concluded that the reagent lots included in the analysis (including the lots under investigation) read patient results consistently. A deficiency was not identified as panel testing and patient mean data review shows that the likely cause lots performed per specification. No malfunction was identified as the issue was for a few discreet patient samples and the assay values being compared were obtained with different assay methods that cannot be used interchangeably due to differences in assay methods and reagent specificity. Troubleshooting performed on the patient samples indicated that a possible interference in the samples which is addressed in the product labeling. The customer was referred to the assay package insert which indicated that comparison between different testing methods is not recommended. The customer was also instructed to follow the package insert intended use of the assay (the patient was not known to have pancreatic cancer)